Manufacturer narrative:
The referenced previous gastrointestinal (gi) bleeds were reported under medwatch MFR report# 2916596-2016-01192, 2916596-2016-01460, 2916596-2016-02360 and 2916596-2017-00165. The other gi bleed was not reported. (B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the vad coordinator from home reporting large amounts of bloody emesis and tarry stools. The patient was admitted to the hospital and was transfused with 3 units of packed red blood cells. A esophagogastroduodenoscopy (egd) illustrated a fundal polyp that had previously had bleeding issues. A hemoclip was placed and cautery applied. This was the seventh gastrointestinal bleed for this patient, and the patient is off all anticoagulation. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of ventricular assist device (vad) system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.